Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (unresponsive has been confirmed. As received, the monitor end cap was separated from the case and the white and black wire bundles were pulled from the computer / analog (ca) board. The cause of the unresponsive device is the detached wire bundles. The detached wire bundles are a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the detached wires. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the device was unresponsive. The pt was issued a replacement monitor.